Manufacturer narrative:
Batch review performed on 19 january 2018. Lot 171736: (B)(4) items manufactured and released on 28 july 2017. Expiration date: 2022-07-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Cocr ball head 12/14 ø 32 size xl +7 code 01.25.024 lot. 091344/t: (B)(4) items manufactured and released on 26 july 2016. Expiration date: 2021-06-30 no anomalies found related to the problem. To date, (B)(4)items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed 2 months after primary due to signs of infection. The pathogen is unknown. The surgeon performed an I&d and swapped the head and liner.